Event description:
(B)(4). Initial information for this spontaneous case was received from a physician on (B)(6) 2007: a (B)(6) female patient initiated therapy with injectable poly-l-lactic acid (sculptra) on (B)(6) 2006 and last injection in (B)(6) 2006 for tissue enhancement. Lot number and expiration date were not known. Medical history is unknown, except that patient has no allergies. Concomitant medications include vitamins, nos. In (B)(6) 2007, she noticed nodules in her face. She was evaluated by her physician in (B)(6) 2007 and was diagnosed with delayed granuloma formation. She received one hyaluronidase (vitrase) injection in one of the nodules and since then has noticed improvement from the injection. No further relevant information reported.

Manufacturer narrative:
Additional information for sculptra (lot number/expiration date unknown) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches in the USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Addendum for follow-up (entered out of sequence,) received on (B)(4) 2007, (B)(4): the following information was obtained from a physician via a company sales representative: physician reported development of small papules at 6-9 months post injection. The patient was seen by the physician on "the week of (B)(6)." She had one visible and three non-visible papules. No additional medical information was reported. Additional information received via phone calls from (B)(4) to physician's office on 15-jan-08 and 16-jan-08: office personnel spoke to physician, and physician confirmed that the patient discussed with the company representative was the patient in this case. Additional information received from a staff member in physician's office on 16-jan-2008: physician's office is responding to follow up letter and questionnaire received from (B)(4) and stated no further medical information was required. Lot numbers/expiration dates were not available. No further medical information reported. Additional information received on 15-feb-2008 from a registered nurse (rn) in the physician's office: the rn returned the health care professional questionnaire, sculptra adverse event nodule form and the medwatch; date of birth provided. The patient denied any other medical history. The patient has no known drug allergies. The only reported concomitant medication was "vitamins," (nos). The poly-l-lactic acid was started on (B)(6) 2006, (previously reported as (B)(6) 2006,) and last dose was on (B)(6) 2006, and does not continue. The dose frequency was reported as "2 vials approx. 2-3 months apart." Lot numbers/expiration dates not specified. The last dose prior to the event onset was reported as (B)(6) 2006. The rn further indicated that the poly-l-lactic acid was reconstituted with 4 ml of sterile water and 2 ml of lidocaine. The patient was also given 30% topical lidocaine for one hour. Injection sites include: nasolabial folds, cheeks, temples, and also "marionette lines working towards central chin." The patient received two vials with each injection session, and had 3 sessions. The nurse stated that the patient noticed lumps on the left and right side of her face and was diagnosed with delayed granuloma formation. The location was specified as right and left cheeks. The date the event started was provided as (B)(6) 2007. The nurse indicated that on (B)(6), the patient received treatment with tac (triamcinolone acetonide,) 3 mg/ml, at a dose of "one drop per papule." The remaining papules were injected on (B)(6) and (B)(6) 2008 after improvement noted. The outcome was reported as both ongoing and resolved. The nurse wrote that the "pt will be evaluated for last papule." The report indicated that there were no lab tests done for the events. A biopsy was not taken. Causal relationship was listed as "possible" by reporter. No further medical information reported. Addendum for internal review of (B)(4) 2008: on internal review, the initial contact date will be corrected to (B)(6) 2007, (see entry above.) Also, an additional (B)(4) was generated, as the initial case report had indicated that 2 patients were involved; however, information received on (B)(4) 2008 from the physician's office clarified that there was only 1 patient involved. (B)(4). (B)(6).